Manufacturer narrative:
The investigation was completed. Investigation summary: purge pressure low: no logs were returned. The cause of the purge pressure low cannot be determined since no product or data logs were returned and insufficient clinical details were provided. Fluid leak: the cause of fluid leak cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
This is one of three related reports. This report represents the purge cassette and other reports were submitted to represent the impella 5.5 and automated impella controller. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 27-year-old male with cardiomyopathy was supported with an impella device via right axillary/subclavian surgical arterial access. The patient¿s pre support clinical state was consistent with scai shock stage e. During ongoing support, the automated impella controller (aic) displayed persistent ¿placement signal low¿ and later ¿placement signal not reliable¿ alarms. The placement signal did not correlate with the patient¿s arterial line pressures, largely attributed to an aortic diastolic pressure below 30 mmhg. Despite the alarms, the patient¿s hemodynamics remained stable. Transthoracic echocardiography confirmed optimal pump positioning. Placement signal audio alarms were disabled due to persistent non-correlation. Subsequently, purge cassette leakage and aic charging issues were observed. The aic and purge cassette were exchanged, which resolved the leakage and charging concerns. Based on the information available, the reported aic placement signal alarms and purge cassette leakage occurred without clinical impact. Pump position was confirmed via imaging, flows remained adequate, and the patient maintained stable hemodynamics throughout the event. Replacement of the purge cassette resolved the purge related alarms. The relationship between the reported device behavior and the patient condition could not be definitively established. The patient remains on support at the time of reporting. The impella aic will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support was resumed without any known adverse events.

Manufacturer narrative:
Additional information was received and information provides the patient's outcome. The impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. Further information was received and confirmed the patient's weight as initially reported and repopulated to a4. Related report number. This is one of three device reports associated with the event. Refer to h10 for the related report number(s).